Event description:
It was reported that the device was opened by the physician. Upon inspection it was found that the stent was partially open on the delivery system. The device was not used on the patient. A new 6 x 40 mm 135 cm absolute pro stent was successfully deployed. No additional information was provided. Device analysis revealed the stent was partially exposed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned absolute self expanding stent system (sess) noted that there was no blood or saline visible, consistent with the reported information that there was no patient involvement. As reported, the stent implant was partially exposed distally from the distal outer sheath, for a length of 4 mm. The distal outer sheath was not retracted. The handle was in a locked position. The proximal end of the stent implant was mislocated on the stent holder 9 mm distal to the proximal marker band. There were two kinks in the distal outer sheath at the distal end of the proximal marker band and at the proximal end of the stent implant. There was no other damage noted to the sess. The handle was opened and the rack was in the distal position and was not retracted. All the mechanisms were intact with no anomalies noted. Potential factors which could contribute to premature deployment prior to use include, but are not limited to, manufacturing, inadvertent pulling on the tip of the sess during removal of the tip mandrel, insufficient support during prep, kinks in the shaft, interaction during loading onto a guide wire, or interactions with the introducer sheath and/or associated devices during insertion. It is likely that the premature deployment is a result of the kinks noted on the distal outer sheath at the distal end of the proximal marker band and at the proximal end of the stent implant. These kinks would likely cause the stent to move distally on the stent resulting in the distal end of the stent to be exposed. Although the source of the kinks could not be determined, inadvertent user mishandling during unpacking and/or inadvertent mishandling while removing the tip mandrel may have contributed to the damage. A review of the finished device lot history records did not reveal any nonconforming material records for this lot and there have been no other incidents reported for this lot. The cause for the premature deployment appears to be a result of the kinks noted on the distal sheath; however, a cause for the kinks could not be determined. There is no indication in this case to suggest a product quality deficiency. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.